Event description:
It was reported that a patient presented remotely. Upon examination, it was noted that the patient's implantable cardioverter defibrillator was found to be in back-up vvi mode due to event queue overflow. No loss of back-up defibrillation was reported. Corrective programming changes were made. The patient was stable throughout.